Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 15mmx2.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. Considering the severe calcification of the lesion, it was decided to use a wolverine to open the calcified lesion, however when the balloon was tested by filling water after being unpacked, it was found that the balloon was ruptured and could not be used. Another of the same device was used, and it was also broken during the water injection test after unpacking and could not be used. The procedure was completed with the third wolverine used. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole just above the distal markerband. No damage was observed to the markerband itself. Microscopic examination identified that approximately 3mm was detached from the distal segment of one blade. No damage was observed to the other blades or the blade pads. Tip showed no signs of tip damage. No other issues were identified during the product analysis. E1. Initial reporter facility name: (B)(6). E1. Initial reporter address 1: (B)(6). E1. Initial reporter phone: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 15mmx2.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. Considering the severe calcification of the lesion, it was decided to use a wolverine to open the calcified lesion, however when the balloon was tested by filling water after being unpacked, it was found that the balloon was ruptured and could not be used. Another of the same device was used, and it was also broken during the water injection test after unpacking and could not be used. The procedure was completed with the third wolverine used. There were no complications reported, and the patient was stable post procedure.